Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found that the system failed to power on. To resolve the issue, the mpd (main power distribution) control board was replaced and return the part for further analysis and found burn signs noted and transformer resistance too low. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.